Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered to be confirmed because a revision surgery was reported. The devices were not returned for investigation and no photos, scans, x-rays, or physician's reports were provided. For these reasons, no functional testing or visual evaluations could be conducted. The DHR was reviewed and no non-conformances were found. There are no indications of manufacturing defects. This is the only complaint regarding infection for this item# 73-2623, lot# 855100. For this part (73-2623) in the previous one year (from the notification date), the full complaints history was reviewed and there is a complaint rate of 0.11%. Because this overall complaint rate is already below the occurrence rate of this failure mode, no further review is necessary. The most likely underlying cause of the complaint cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00497, 0001032347-2020-00498, 0001032347-2020-00499, 0001032347-2020-00500 medical products: sternalock blu system plate, 8 hole x, part# 73-2623, lot# 855100. Sternalock blu system plate, 4 hole l-plate 100 degrees, part# 73-2643, lot# 562410. Sternalock blu system screw, cancellous cross-drive locking 2.4 x 10mm, part# 73-2410, lot# 629330. Sternalock blu system screw, cancellous cross-drive locking 2.4 x 12mm, part# 73-2412, lot# 629400. Sternalock blu system screw, cancellous cross-drive locking 2.4 x 14mm, part# 73-2414, lot# 630100. The user facility is foreign; therefore, a facility medwatch report will not be available. Foreign report source: (B)(6).

Event description:
It was reported that the patient developed an infection twenty-three (23) days following implantation of sternal closure devices, and the devices were removed in a revision twenty-four (24) days following implantation of the devices. The doctors believe the devices are unlikely to be the cause of the infection due to the amount of time elapsed since implantation. No additional patient consequences have been reported.